Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The cause of the event was most likely due to patient factors and progression of underlying valvular disease.

Event description:
It was reported that this patient with a 7300tfx 27mm mitral valve, implanted for eight (8) years and seven (7) months, is being evaluated for a valve-in-valve procedure due to degeneration, mildly restricted motion of leaflets, with stenosis. Patient presented with symptoms of dyspnea and orthopnea. Follow up with palliative care as needed/desired by the patient and as trajectory of disease dictates per medical records: percutaneous repairs are under consideration but it is deemed technically very challenging and risky. Physician sense that patient may have issues with motivation and anxiety interfering with post op rehab efforts. Physician would consider having patient work with physical therapy prior to surgery to assure that patient does not become more deconditioned in the interim.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.